Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable due to lack of charging. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.